Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. In addition incomplete insertion of the active electrode at the time of implantation is reported. Re-implantation was carried out but the concerned device has not been received for investigation yet.

Event description:
The speech therapist noticed that the child was favoring using the other ear (with hearing aid) to listen. The user himself had not complained of any changes in benefit (child age 6). The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. In addition incomplete insertion of the active electrode at the time of implantation is reported. Re-implantation surgery is scheduled but no date has been provided yet.

Event description:
The speech therapist noticed that the child was favoring using the other ear (with hearing aid) to listen. The user himself had not complained of any changes in benefit. In situ testing shows affected channels. Re-implantation may be scheduled.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition incomplete insertion of the active electrode at the time of implantation is reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The speech therapist noticed that the child was favoring using the other ear (with hearing aid) to listen. The user himself had not complained of any changes in benefit (child age 6). The user was re-implanted on (B)(6)2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The speech therapist noticed that the child was favoring using the other ear (with hearing aid) to listen. The user himself had not complained of any changes in benefit. In situ testing shows affected channels. Re-implantation may be scheduled.